Event description:
The customer obtained negatively biased vitros phbr patient and qc results using a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased patient result was not reported, and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer re-calibrated vitros phbr due to the implementation of a new lot of immunowash fluid. The calibration produced larger than expected shifts in the customer's qc and patient results, as well as analyzer condition codes. The specific condition code parameters are established at the time of calibration. The investigation concluded that vitros phbr slides and immunowash fluid were operating as expected, and that the most likely cause of the biased qc and patient result was the phbr calibration in use at the time. The definitive cause of the calibration issue was not determined, however, re-calibration of phbr resulted in acceptable qc results and eliminated the analyzer condition codes.